Event description:
This report summarizes 2 malfunction events, where it was reported the fowler/headpiece collapsed. There was one event with patient involvement; there were no adverse consequences.

Manufacturer narrative:
The remaining device was not evaluated and the issue was not confirmed as the customer did not make the device available for testing.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the fowler/headpiece collapsed. There was one event with patient involvement; there were no adverse consequences.